Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the cartridge was observed to be leaking near the pt tubing. Reportedly the customer's blood glucose level was impacted (approx in the 400s mg/dl); however, at the time of the report, blood glucose level had come down to 320 mg/dl and was continuing to decrease.